Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using twin package of reach total care plus massage toothbrush for dental cleaning (route dental, lot number 3569sgs3, frequency and expiration date unspecified). After the second or third time of use, the consumer noticed that handle of one of the toothbrush broke. The consumer also stated it was hard to read the lot number imprinted on the neck in the rubber of the toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using twin package of reach total care plus massage toothbrush for dental cleaning (route dental, lot number 3569sgs3, frequency and expiration date unspecified). After the second or third time of use, the consumer noticed that handle of one of the toothbrush broke. The consumer also stated it was hard to read the lot number imprinted on the neck in the rubber of the toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Sample was not returned. A review of the trending data by product family revealed no adverse trends. Device history record review was acceptable. Retain sample was evaluated and met specification. Based upon an acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.